Event description:
It was reported by service report that the zoom function would only operate in reverse (unintended direction). No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom; load cell. The reason for the serialization starting with 90xxx is to provide clarification following a change in strykers electronic complaint systems.